Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Event description:
It was reported that during a kyphoplasty the hub of the trocar from the 10g access cannula came off while the physician was attempting to remove it. It was reported that the physician attempted to remove the trocar with a kelly clamp; however, during this process the stainless steel trocar broke off at the pedicle and remained in the patient. The physician sent the patient in for a CT scan. It was reported that a neurosurgeon had to surgically removed the access cannula. It was reported that the patient did not suffer any permanent damage.

Event description:
It was reported that during a kyphoplasty the hub of the trocar from the 10g access cannula came off while the physician was attempting to remove it. It was reported that the physician attempted to remove the trocar with a kelly clamp; however, during this process the stainless steel trocar broke off at the pedicle and remained in the patient. The physician sent the patient in for a CT scan. It was reported that a neurosurgeon had to surgically removed the access cannula. It was reported that the patient did not suffer any permanent damage.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.